Event description:
The customer and his wife alleged the meter gave a blood glucose value of greater that 600 mg/dl, which is outside of the system's measurement range of 10 to 600 mg/dl. No report of an adverse event related to replacement was sent.